Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4)

Event description:
It was reported that sheath separation occurred. An opticross¿ imaging catheter was selected for use. During preparation it was noted that the outer sheath was separated. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR: the device was returned for analysis. Device analysis revealed that the imaging window was detached, the imaging core is kinked in the distal section. No other issues or defects were observed during product analysis of the returned device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is handling damage as the complaint was caused by handling of the device or portion of the device without direct patient contact. (B)(4).

Event description:
It was reported that sheath separation occurred. An opticross imaging catheter was selected for use. During preparation it was noted that the outer sheath was separated. No patient complications were reported.